Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump went off in the night and the patient awoke with high blood glucose (bg) and ketones. The battery was changed and the patient treated with bolus from the pump and bg is now down. The reporter stated that the power is going off intermittently now. The reporter stated that the battery cap was not tightened and they have tightened the cap and will monitor. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an inadequate tightening of the battery cap.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate tightening of the battery cap).

Manufacturer narrative:
Follow-up #1 date of submission 09/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2015 with the following findings: evaluation revealed unexplained por¿s observed in the black box. No damage found to battery compartment or returned battery cap. Returned battery cap was able to fully tighten to the pump with no yellow o ring showing. Pump was exercised for 24hrs with returned battery cap and no power interruptions were duplicated. The returned battery cap contact measurements are in specifications. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no evidence of internal moisture or damage to the power circuit was found. The complaint was verified in the history but could not be duplicated during the investigation. Returned cartridge cap used for testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.